Event description:
The surgeon inserted the cq2015a three piece collamer lens and inadvertently scratched it while positioning in the eye. The lens was removed and replaced without patient incident. The reporter stated the event as the result of a surgeon's error.

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). Product evaluation, results: visual inspection of the product showed the lens was received in three pieces, scratches on the optic and a haptic was bent. (B)(4).